Event description:
Literature: dragovich a, weber t, wenzell d, verdolin mh, cohen sp. Neuromodulation in pts deployed to war zones. Anesth analg. 2009; 109(1): 245-8. Summary: this article presents six cases of patients with a spinal cord or peripheral nerve stimulation. Reported event: shortly after discharged from his job, he underwent scs implantation and was able to be weaned from all opioid and non-opioid medications. Within a year, he was deployed to a foreign country. In that country, he fell out of a transport truck and experienced a recurrence of his axial and lower extremity symptoms requiring evacuation back to his country. During a pain clinic consultation, his scs was reprogrammed, and he was restarted on low-dose opioids. He subsequently deployed for 4-6 months on 3 more occasions. After his fourth deployment he was again seen in the pain clinic with increased pain. The generator was found to be nonfunctional upon interrogation. He underwent two surgical revisions, but eventually had the entire system replaced with a dual octrode arrangement and a rechargeable generator. At his last interrogation, he was found to be using the stimulator 87% of the time. He continues to have severe pain despite high dose-opioid use. He was subsequently diagnosed with post-traumatic stress disorder and spent 9 weeks in an inpatient facility last year.